Event description:
It was reported that the user forgot to announce two meals, which resulted in elevated blood glucose, and they contacted support to confirm that the pump was delivering insulin; review of device data indicated the hyperglycemia was attributable to missed meal announcements and showed that glucose was trending downward, consistent with device performance and education on proper meal announcements. Symptoms included hyperglycemia. Outcomes included no reported injury, no alarms, and no hospitalization. Investigation included review of uploaded device reports and user coaching on meal announcement use. Investigation of this case revealed proper device function with user-related use error due to missed meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.